Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. Date of event: unknown, not provided. Serial number: unknown/not provided. Model #: unknown, as product serial number was not provided. Catalog#: a complete catalog number is unknown as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI number: a complete UDI # is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. If explanted, give date: not applicable, the lens remains implanted to date. (B)(6). PMA/510(k): this report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. Device manufacture date: unknown as product serial number was not provided. (B)(4). Device evaluation: the device was not returned at the manufacturing site (the lens remains implanted); therefore, product testing could not be performed and the reported complaint could not be verified. Manufacturing records review: a manufacturing record review could not be performed as no serial number was provided. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that myopia progressed gradually after the intraocular lens (iol) model zxr00v was implanted last year. It was indicated that there is a possibility that the lens gets replaced. No further information was provided.